Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A surgeon reported patients who developed loosening of their corneal epithelium after femtosecond laser treatment. Additional information from reporter indicated the patients did not have clinical anterior basement membrane dystrophy (abmd), but may have had subclinical abmd. Additional information has been requested.